Event description:
It was reported that during a urinary organ procedure, the cartridge was loose when the device was inserted through the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.